Event description:
Pt reported that she experienced elevated blood glucose of above 500 mg/dl due to a bent infusion cannula. Pt changed the infusion set, but she experienced the same concern after a short time. The pt did not require treatment from a health care professional or second party to address the issue. Additional information was not provided. Infusion sets were returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned taskforce.